Event description:
Customer reported exposed wires on the hand control and that the film grabber is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the film grabber. A new hand controller was placed on order. It is anticipated replacement of this part will restore the system to operating as intended.